Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported they were having problems with their neck stimulator not working at all. Patient said the implant was not charging at all and then the controller went blank. Patient plugged the controller in again today to see if it would start working and it did finally turn on and said data has been lost repeat the set upprocess. Patient did not recall when issue first began, but stated the unresponsiveness happened this weekend. Agent had patient reset controller by plugging into ac power supply without li battery pack and patient reported the screen came on saying memory problem. Patient then reinserted li battery and confirmed the green light was blinking above the screen. Patient reset date and time. Patient then reported battery empty recharge controller. Patient stated the controller was only plugged in for about 15 minutes before the call. The troubleshooting steps that were taken on the call resolved the issue. Patient was told to continue recharging controller and to call back if issue persisted when recharging implanted device. Patient called back saying they charged the controller, but when they went to charge the implant, they saw replace controller batteries soon and then the screen was just spinning around. Patient checked controller battery compartment, controller port and recharger but didn't see any damage. Patient cleaned connections and reset controller. Patient then tried to start charging with recharger 1, but saw batteries low, replace controller batteries soon right away. Patient then tried recharger 2 and was stuck just spinning around. It was discovered recharger 2 was the recharger that was replaced in pe (B)(4). Agent reviewed to try the new recharger (recharger 3) and patient again was just stuck spinning on checking the recharger screen. Agent sent replacement controller request for the neck implant to repair as well and reviewed to send back the old recharger. Additional information received that patient called back and stated that they got their replacement external devices, and it worked for a while but the last time they got the implantable neurostimulator (ins) to fully charge was last friday night and now they have been having a hard time charging again. Patient stated that the controller would just go round and round. Patient was referring to their implant in their lower back. Agent walked patient through resetting the controller and the patient confirmed that the controller battery was at 100% while the ins was at 40%. Patient blew into the controller port and attempted to start a charging session. Patient was able to start charging their ins with excellent quality. Patient then mentioned that they feel like their implant in their lower back moved more to the side and a little higher since last week. Agent reviewed and redirected patient to their hcp to further address the issue.

Manufacturer narrative:
Additional codes have been captured in h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.